Event description:
It was reported that during a dual chamber pacemaker implant procedure the physician had a difficult time with the vascular access. Once access was obtained, the physician had difficulty placing both leads in the right atrium and right ventricle. Both leads were difficult to manipulate and had poor sensing and threshold values. The physician had trouble with hemostasis at the vascular access site so both leads were removed to allow for easier venous hemostasis. The implant procedure was then aborted and the pocket closed. Approximately two weeks later a pacemaker system was successfully implant. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).